Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system, with the caregiver seeking clarification as glucose began to decline; the user did not announce carbohydrate intake, and facility staff later reported consumption of chicken, bacon, and a burger, which contradicted the initial report of low-carbohydrate soup. Symptoms included hyperglycemia without reported acute complications. Outcomes included user and caregiver education on meal announcement, potential carbohydrate content of meals, and general troubleshooting, with no alerts, alarms, or medical interventions reported. Investigation included review of device data and user-reported history, as well as discussion with onsite nursing staff. Investigation of this case revealed no device malfunction and suggested inconsistent meal reporting as a likely contributor to the hyperglycemic excursion. It was concluded that the event was user-related and consistent with physiological response to unannounced carbohydrate intake, with no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.